Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7076455/7076459. Product family: scs-linear leads, upn: (B)(4), model: sc-2218-70, serial: (B)(4), batch: 5163647.

Event description:
It was reported that the patient was experiencing pain at the ipg and lead sites. It was observed that the ipg seemed to be leaning out with superior aspect more superficial. The patient underwent a revision procedure where the ipg pocket was moved from the left to the right side. The patient was doing well post-operatively.